Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two injectors, each connected to an optima connector, along with tubing assembled to both the injector and connector luer connections, were provided to our quality team for investigation. All returned components were carefully inspected, and no damage or product related defects were identified that could have contributed to the reported concern. Functional testing was performed, fluid flowed as expected through the injector, connector, and attached tubing. No leakage or disconnection was observed during this testing. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Dimensional testing of the returned components, including the luer threads, was performed on all returned samples in accordance with iso standards and confirmed all measurements were within specification. Based on our investigation and sample evaluation, we could not identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The following information was provided by the initial reporter: material # 515057, 515070. Batch # unknown. It was reported by customer that the connector (#515070) loosened from the cadd cassette, resulting in chemotherapy spills. Additionally, they reported that the locking injector (#515057) remained intact and fully connected to the line; however, chemotherapy leaked from the connection point between the injector and the extension set. Verbatim: between the connection of the caad cassette and the caad extension set they are using phaseal optima #515057 and #515070. Customer is having two different problems: 1. They have experienced the connector (#515070) luering off of the caad cassette and causing chemo spills. 2. They have experienced the locking injector (#515057) remaining intact on the line and fully connected however the chemo leaks out of the connection between the injector and the extension set. Unable to determine how much of the drug the patient received please send all closure information to me (rep) ****. I believe I have determined the cause of leaking between the connector and caad cassette. They had taped this connection and it did not allow the components to free spin as designed (challenge #1 outlined above). I recommended that they stop taping the connection points and start utilizing the infusion clamp (#515085). We need help understanding the challenges they have been seeing with challenge #2 outlined above, I do not understand how with a tight connection between the locking injector and extension set that they are seeing leaking at that connection point. I have two samples to send in however they do contain hazardous drug so we will need to ensure you send me the proper materials to return them to bd.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.